Manufacturer narrative:
(B)(4). Device evaluation: the test strips involved with this complaint have been returned and evaluated by product analysis on (B)(4), 2011 with the following findings: the test strips were tested and the primary complaint was not confirmed. A secondary issue was noted: on performance testing with control solution error 4 was observed and no assignable cause found. Lifescan (lfs) has requested the return of the meter for evaluation. If the meter is returned lfs will evaluate it and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.

Event description:
The lay user/patient in the (B)(6) contacted lifescan to report the one touch verio meter was giving the error 2 error message; he was unable to obtain a blood glucose reading. Troubleshooting revealed the patient's testing technique and test strips were correct. The patient suffered no injury due to this issue. The issue was not resolved. The meter was replaced.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510k#: k093745.